Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-23565. Related manufacturer report number: 2017865-2020-23567. It was reported that the asymptomatic patient presented remotely. Review of transmission revealed several impedance alerts for both low and high defibrillation impedance. Further inspection noted that the low impedance alert was possibly a diagnostic issue while the high impedance alert indicated a possible fracture. The patient was brought into the hospital for monitoring. Programming changes were made to change the shock vector. A chest x-ray did not reveal any fractures and the defibrillation threshold testing was successful. Additionally, noise was noted on the atrial lead, which caused inappropriate mode switch episodes. Further intervention was discussed; the patient would continue to be monitored. The patient was in stable condition.